Event description:
The lay user/patient contacted lfs alleging inaccurate high readings on their one touch easy meter in 2009. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that the day prior to contact to lfs at 10:00 pm, she tested her blood glucose and obtained a 202 mg/dl and did not exhibit any symptoms. Due to the elevated readings, she increased her insulin dosage of apidra from 6 units to 10 units. She did not eat after taking the insulin. The following morning at 3:30 am, she began to sweat. She then ate a cookie and felt better within 10 minutes. She did not attempt to test her blood glucose at the time of exhibiting symptoms. She did not seek any further medical attention of contact her physician for assistance. The same day at an unspecified time, she tested her blood glucose and obtained a 288 mg/dl on her meter an less than 10 minutes later tested in the lab and obtained 225 mg/dl. Based on statistical methodology, the calculated differences of these glucose results exceeds lifescan (lfs) criteria for accuracy. A quality control test was not done since the patient did not have any control solution. The patient tests her blood glucose five times a day, and was unable to provide customer service on what is considered a "normal" blood glucose reading for her since she only recently started on insulin; however, mentioned that for fasting a "normal" reading for her is around 140-150 mg/dl. The products were replaced. The complaint is being reported since the patient allegedly took insulin based on the meter result, developed symptoms suggestive of hypoglycemia a couple of hours later and felt better after self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.